Event description:
Additional information was received which reported that the patient did not have concerns with device or therapy. The patient received assistance from a manufacturer's representative or healthcare provider and her concerns were resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient didn¿t think the device was working because ¿water just run out¿. It was noted that the patient experienced a loss of therapeutic effect. The reporter indicated that the patient had heart surgery the week prior to the report. At the time of the report, it was unknown if stimulation was on. It was later reported that the patient had a pacemaker implanted and the implantable neurostimulator (ins) reportedly hadn¿t worked since she got her pacemaker. The reporter indicated that there was poor communication. Repositioning of the patient programmer (pp) on the ins at the time of the report resolved the poor communication. It was noted that therapy screen icons revealed that the ins was off. Stimulation was turned on and the patient could feel stimulation at 2.2v but it was ¿very light¿. Stimulation amplitude was increased to 2.8v, stimulation was however uncomfortable. The amplitude was decreased to 2.4v and the patient could feel stimulation comfortably and in the "correct location¿. It was later reported that the ¿numbers on the programmer went away¿ and the screen was blank. The reporter indicated that the patient was no longer feeling stimulation. Stimulation was adjusted earlier on, on the day of the report, and since then, the patient had stopped feeling stimulation. The reporter stated that since the patient got the pacemaker, the ins had been ¿out of whack¿ and her bladder was ¿letting everything out¿. If additional information becomes available, a follow-up report will be submitted.

Event description:
Approximately a month later, it was reported that the patient was still having concerns with device or therapy but was working with a manufacturer's representative or healthcare provider.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-33, lot# v075603, implanted: (B)(6) 2008, product type lead. (B)(4).